Manufacturer narrative:
Results code 1: code 213: the device evaluation verified that the lot met all pre-release specifications. The engineering evaluation of the device stated that the gore® dryseal flex sheath valve could be inflated, and remained inflated. The root cause for the leakage from the device could not be determined because the event could not be confirmed.

Manufacturer narrative:
Manufacturer report number 3007284313-2019-00086, code 67. Corrected to code 22. According to the gore® dryseal flex introducer sheath instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, blood loss and bleeding.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® dryseal flex sheath as an accessory in the procedure. It was reported that the physician was treating the abdominal aortic aneurysm with a gore® excluder® aaa (excluder) endoprosthesis system. Reportedly the trunk-ipsilateral leg component was successfully inserted and advanced through the gore® dryseal flex sheath. No resistance was reported upon device advancement. The first stage of deployment was initiated, and the proximal trunk was deployed successfully. It was reported that the proximal trunk of the excluder device was successfully constrained, the trunk-ipsilateral limb was adjusted, and the physician successfully reopened the proximal trunk. No resistance was reported while the trunk-ipsilateral limb was being adjusted. It was reported that, while the contralateral leg component was being prepped on the back table, bleeding from the gore® dryseal flex sheath was noted. Reportedly the physician was unable to twist the sheath valve because the catheter of the trunk-ipsilateral leg component was still inserted through the sheath. The sheath valve was pressurized with saline from a 3cc syringe that was attached to the valve port. Reportedly this did not solve the leak. Hemostats were applied which also had no effect on the leak. It was reported that the physician hurriedly deployed the ipsilateral limb of the trunk-ipsilateral leg component. The device catheter and gore® dryseal flex sheath were removed from the patient. The patient's blood loss was reported as just short of 1 liter. Saline was reportedly used to increase blood volume. No transfusion of blood products was performed. The procedure was successfully completed using a new gore® dryseal flex sheath. There were no further reported issues. The patient tolerated the procedure.